Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the upper hinge was damaged. A field service engineer (fse found that the unit¿s hinge and cover were broken and bent out of shape. Due to metal warping, the cover could not be reattached, and the unit functioned without it until a replacement hinge was received from helmer. The replacement hinge was installed, and the unit was tested. The fse verified functionality successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bbd pyxis¿ es refrigerator upper hinge was damaged. However, there were no delay, no adverse events or injuries reported based on this event.